Event description:
Caller alleges potential delivery issue with pump; took patient to the hospital where she was treated with insulin via syringe; would not have been able to self-treat. Customer alleges pump is not delivering insulin. Requested return of the alleged device for evaluation.